Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) distal conductor blood/body fluid (not obstructed). The helix will not extend due to dried blood in the tip end of the distal conductor preventing torque transfer when the is-1 pin is rotated.

Event description:
It was also reported that the atrial lead had a poor sensing signal. No patient complications were reported as a result of this event. The lead was not implanted. No patient complications have been reported as a result of this event.